Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using a indigo system catd aspiration catheter (catd). During the procedure, the physician made three passes using the catd with a non-penumbra sheath. Upon removing the catd to flush it, the physician noticed that the distal tip of the catd was kinked. The procedure was therefore completed using a new catd and the same sheath. There was no report of an adverse effect to the patient.